Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin has leaked from eight reservoirs, while trying to fill them with insulin. Advised that the reservoirs would be replaced. Nothing further was reported.